Manufacturer narrative:
(B)(4). Although all affected equipment has been requested, the customer stated that the product will not be returned because no devices were sequestered.

Event description:
The customer's ER has identified that they are dosing tpa incorrectly. The nurses are incorrectly putting in the bag volume instead of the correct vtbi to be given over an hour after the bolus. For example: stroke dosing for a 70kg pt would be a bolus of 0.09mg/kg over 1 minute of tpa 90kg/90mls, which would be 6.3mls. Then the med is infused for 1 hour at a dose of 0.81 mg/kg, which would be 56.7mls. Instead of putting in 56.7mls, the nurses are entering 90mls and overdosing the pt. The nurses believe that the pump should calculate out the right volume. No specific event info is available. There was no pt harm and no medical intervention was required. Customer stated that no add'l pt or event details were available.